Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The issue is still under investigation (taskm-4347) and currently a root-cause cannot be determined. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
Transport crew went to facility to move patient to another facility, patient was removed from hospital ventilator and place on transport vent, while moving patient to vehicle vent went into safety mode, crew removed patient from transport vent and placed patient back on hospital vent, rebooted transport vent with no issues, put patient back on transport vent with no further issues. That's all the information at this time.